Event description:
During an electrotherapy treatment, the patient reported feeling an unintended output from the device. The attending clinician tested the device and also received an unintended output. The resultant unintended output produced a red mark on the clinician in the area of application.

Event description:
The patient received an unintended output during an electrotherapy treatment. The patient was being treated with the interferential electrotherapy waveform for lower back pain. During the treatment, the device increased output, then produced an unintended output felt by the patient. After the event the patient had a 1mm red mark under both treatment electrodes. The patient's treatment was temporarily interrupted due to the incident, but her progress was not impeded. Patient 1 of 2.

Manufacturer narrative:
The device has been received and is currently under evaluation. The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.